Event description:
Patient reported that he was trying a different infusion set and his blood glucose levels began to elevate (265-350 mg/dl) his normal range is 140-150 mg/dl. He reported that he was feeling lethargic and "not good". He stated that he diconnected from his infusion device and began insulin injections to bring down his elevated blood glucose. He was provided with a different type of infusion set, reconnected to his infusion device and reported with the different infusion set, his blood glucose levels were remaining in his normal range. No medical assistance was required. Product was requested to be returned.